Manufacturer narrative:
One device was returned for analysis of complaint that pump had continuous beeping and error code 41100. Service history review identified this device has not been in for service previously. Visual and functional testing was performed. Reported problem confirmed with review of event log history. The reported problem was not duplicated. The probable cause of the complaint was unknown. Device passed all functional tests.

Event description:
It was reported that pump had continuous beeping and error code 41100. There was no patient involvement reported.

Manufacturer narrative:
H3: no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.